Event description:
The patient's legal guardian (lg) reported the patient lost their personal diabetes manager (pdm) in the afternoon and was feeling sick in the evening. The patient's blood glucose (bg) levels decreased to 2.8 mmol/l (50.4 mg/dl) and the lg attempted to treat the low bg levels as normal with any kind of fluid and food with sugar. The patient was still feeling sick with ketones of 1.5 mmol/l (27 mg/dl) and went to princess alexandra hospital. The patient was wearing a pod during the emergency room visit. The pod was worn on the abdomen for between 5 and 24 hours. A blood test was performed and the patient was given a bag of saline solution as treatment. The patient was discharged after six hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyppglycemia. No lot release records were reviewed, as the product lot number was not provided.